Event description:
It was reported the patient suddenly became symptomatic and fainted. Interrogation of the device indicated it had reached eri, and had a power on reset after which the battery status was not available. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device is part of the field advisory for this model. Evaluation summary: preliminary testing revealed no output and no telemetry. Further analysis determined this was the result of lifted hybrid bond wires.